Event description:
It was reported two introducers were placed in separate sites in the right femoral vessel. During placement, the guidewires were inserted without difficulty; however, following pre-dilation, resistance was met when trying to advance the introducers due to fibrosis at the site. An electrophysiology (ep) catheter was inserted into one introducer, the second ep catheter was difficult to insert. The decision was made to remove the catheter and introducers. During removal of one of the fast-cath introducers, it tore and separated, leaving a section in the vessel. The pt underwent general anesthesia; the distal section was removed from the femoral vein.